Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed multiple power error alarm. Customer's blood glucose was 99 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals instructions. Customer was advised that the insulin pump will be replaced. Customer agreed will not be returning the device for analysis.

Manufacturer narrative:
Pump received with partially broken reservoir tube lip, missing retainer, and missing reservoir tube o-ring. Pump passed the self test, sleep current measurement, active current measurement however, unable to perform the displacement test due to missing retainer. Detailed trace analysis shows that pump alarmed low battery and then power error 25 alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5 volts for four consecutive hours due to connector resistance at the printed circuit board. The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Pump also received with scratched case, serial number label missing, end cap address label missing, cracked select button keypad overlay, keypad overlay texture damage, stained keypad overlay, pillowing keypad overlay, and minor scratched lcd window.